Event description:
A healthcare facility in the united kingdom reported that the manometer of a rd900 neopuff infant resuscitator was found faulty. There was no reported patient involvement.

Manufacturer narrative:
Ps376016, method: the complaint rd900 neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) manufacturing site in new zealand where it was tested by a trained f&p service technician. The unit was performance tested. Results: the performance test revealed that the manometer of a rd900 neopuff infant resuscitator was faulty. Conclusion: the most likely cause of the reported event is physical damage due to impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient in addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the required specifications at time of production.

Event description:
A healthcare facility in the united kingdom reported that the manometer of a rd900 neopuff infant resuscitator was found faulty. There was no reported patient involvement.

Manufacturer narrative:
Ps376016 : correction-h10 manufacturer narrative was corrected. Method: the complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation. The device was visually inspected and analysed. Results: visual inspection revealed that the manometer was not "zeroed". The device manometer was opened for further inspection. It was found that the internal gear of the manometer was mis-aligned which would result in slow return of the manometer needle to rest position. Conclusion: we are unable to determine the cause of the reported event. However, the most likely cause of the reported event is physical damage due to impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the required specifications at time of production.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the (B)(6) reported that the manometer of a rd900 neopuff infant resuscitator was found faulty. There was no reported patient involvement.